Event description:
A journal article presented three cases of visual loss after use of nitrous oxide gas with general anesthetic. Each pt had intraocular gas in place at the time of surgery. Follow-up revealed that one of the cases presented was provided by a surgeon that uses the product. The pt underwent a vitrectomy for a macular hole and the eye was filled with 20% c3f8 gas. One month later, they underwent emergency orthopedic surgery for a fractured neck of femur repair, with nitrous oxide use in general anesthesia. Immediately after the procedure, the pt reported loss of vision in their left eye to the staff in the recovery room. Examination 90 minutes after surgery revealed light perception visual acuity, a relative afferent pupil defect, and a 50-60% gas bubble in the vitreous cavity. The pt was treated with topical and systemic iop lowering agents. Visual acuity recovered, however, optic nerve pallor developed. The directions for use (dfu), approved at the time of the events, stated that nitrous oxide should not be adminsitered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibrate with the gas, expand and raise the pressure in the eye. Labeling changes approved by the FDA were not in plae at the time of the reported events.